Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the cord was completely separated at the connector end exposing all the wires. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mishandling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during central sterile processing, it was observed that there was a "slash on the outside of the cable covering" of the motor device and "all the wires were exposed." There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.